Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that difficulty was encountered when replacing the screw due to cement blocking the t25 star from entering the head. It was required to implant a larger screw in the l4 vertebra, specifically a 7.5 mm diameter screw instead of a 6.5 mm. After cement insertion, cement extravasation occurred between the shaft and the head of the screw, despite the bottom of the external shaft being locked. No patient complications have been reported as a result of this event. Additional information was received from the manufacturer representative that the type of procedure involved during the event was l4-l5 spondylolisthesis. Additional information was received that the issue was not related to the screw itself. The problem occurred because the cannula was not fully engaged with the screw, even though the safety button on the external cannula was locked according to the guidelines. The cement came out from the cannula and didn't entered the screw.

Manufacturer narrative:
D1. D4: product identifier is unknown g4. PMA / 510(k) - unknown as product identifiers are unknown h6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.